Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received from the field with no output and no telemetry. Review of the device image indicates the device triggered backup operation consistent with low voltage fluctuation. Electrical tests performed, after replacing the battery, and re-loading the device code, indicates normal functionality. Further evaluation of the output parameters found no anomaly. Longevity assessment was performed, and the pacer exceeded projected longevity indicating normal battery depletion. No anomalies were found.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker was in backup mode. It was also noted that device was at low battery status. No intervention was done. The patient status was unknown.